Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and dl code 202.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (dl code 202, service code 107) was isolated to contamination on the pins of pca jumper j1001 on the ca board, causing fault. Root cause of the contamination was an ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.